Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. The customer was hospitalized for alleged low bg's, failed battery test alarm, blank display and possible over delivery anomaly on october 07,2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0867 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained serial number label and peeling/faded end cap address label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The test battery was removed and reinserted with no failed battery test alarm noted. The insulin pump powered up properly after the test battery was installed. The insulin pump was programmed and monitored for 2 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No insulin pump error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Insulin pump error 25, power loss alarm, replace battery alert, or replace battery now alarm noted in the insulin pump trace download on the event date. There was a low battery alert on the event date. Please see below. October 07,2022. 19:57:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) please see below for the boluses listed on the event date in the insulin pump history file. October 07,2022. 02:04:36.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 55000 (5.5 unit) bolusamountdelivered: 55000 (5.5 unit) october 07,2022. 07:12:06.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1)normalbolusamountprogrammed: 4000 (0.4 unit) bolusamountdelivered: 4000 (0.4 unit) october 07,2022. 07:15:25.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 unit) october 07,2022. 07:41:27.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 4000 (0.4 unit) bolusamountdelivered: 4000 (0.4 unit) october 07,2022. 08:22:48.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 4000 (0.4 unit) bolusamountdelivered: 4000 (0.4 unit) october 07,2022. 09:31:44.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1)normalbolusamountprogrammed: 39000 (3.9 u) bolusamountdelivered: 39000 (3.9 u) october 07,2022. 13:03:34.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 28000 (2.8 u) bolusamountdelivered: 28000 (2.8 u) october 07,2022. 14:01:50.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 21000 (2.1 u) bolusamountdelivered: 21000 (2.1 u) october 07,2022. 5:40:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 38000 (3.8 u) bolusamountdelivered: 38000 (3.8 u) october 07,2022. 18:12:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 34000 (3.4 u) bolusamountdelivered: 34000 (3.4 u) october 07,2022. 21:14:35.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 25000 (2.5 u) bolusamountdelivered: 25000 (2.5 u) october 07,2022. 22:13:24.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the insulin pump passed the functional testing. Unable to confirm alleged low bg's. Failed battery test alarm not confirmed. Blank display not confirmed. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a battery failed alarm. It was also stated the insulin pump screen was blank no harm, requiring medical intervention was reported. The troubleshooting was performed and it is unknown if the customer had continued to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). The customer was hospitalized for alleged low bg's, failed battery test alarm, blank display and possible over delivery anomaly on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0867 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained serial number label and peeling/faded end cap address label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The test battery was removed and reinserted with no failed battery test alarm noted. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download on the event date. There was a low battery alert on the event date. Please see below. 10/07/2022 19:57:00.000 alarm alert notification (40) fault number: low battery alert (104) please see below for the boluses listed on the event date in the pump history file. 10/07/2022 02:04:36.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 55000 (5.5 u) bolus amount delivered: 55000 (5.5 u) 10/07/2022 07:12:06.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 4000 (0.4 u) bolus amount delivered: 4000 (0.4 u) 10/07/2022 07:15:25.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 2000 (0.2 u) bolus amount delivered: 2000 (0.2 u) 10/07/2022 07:41:27.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 4000 (0.4 u) bolus amount delivered: 4000 (0.4 u) 10/07/2022 08:22:48.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 4000 (0.4 u) bolus amount delivered: 4000 (0.4 u) 10/07/2022 09:31:44.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 39000 (3.9 u) bolus amount delivered: 39000 (3.9 u) 10/07/2022 13:03:34.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 28000 (2.8 u) bolus amount delivered: 28000 (2.8 u) 10/07/2022 14:01:50.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 21000 (2.1 u) bolus a mount delivered: 21000 (2.1 u) 10/07/2022 15:40:07.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 38000 (3.8 u) bolus amount delivered: 38000 (3.8 u) 10/07/2022 18:12:07.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 34000 (3.4 u) bolus amount delivered: 34000 (3.4 u) 10/07/2022 21:14:35.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 25000 (2.5 u) bolus amount delivered: 25000 (2.5 u) 10/07/2022 22:13:24.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 10000 (1 u) bolus amount delivered: 10000 (1 u). Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The pump passed the functional testing. Unable to confirm alleged low bg's. Failed battery test alarm not confirmed. Blank display not confirmed. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.